Event description:
The customer contacted beckman coulter, inc. (Bec) to report a loud noise and a burning smell from their synchron lx20 pro chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. The customer reported smoke coming from the rear of the instrument. The customer was advised to shut down the instrument. There was no exposure or injury to the customer. Medical attention was not sought. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to he customer's site. The fse observed that the fan was not operating. The fse replaced the fan. The repair was verified per established procedures. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add¿l reportable events.